Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination of the provided pictures identified no visual damages as the implants were covered with tissue/bone cement. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: dislocation of the knee arthroplasty with the tibia posteriorly displaced in relation to the femur. Device history record (DHR) review was unable to be performed as the part and lot numbers of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. D11: medical product: unknown nexgen femoral. Unknown nexgen tibial tray.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2020-00707. Concomitant medical product: unknown persona femoral; unknown persona tibial tray. Report source:- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised due to dislocation. The event occurred when the patient was shopping. There is too much cement to identify the implants. There is no additional information at this time.